Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure using an xi system, user informed the technical support engineer (tse) that the universal surgical manipulator (usm)4 on the system was experiencing repeated recoverable faults. The user had to convert to another dv system as the case required all four arms. The user was completed without harm or injury to the patient. The tse reviewed the logs but did not have access to the logs before the system swap. However, the tse did observe usm4 errors from previous dates.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, the errors 25730, 32114, 1126, 25733, 32097 and 31226 were found indicating communication issues pointing to the parallelogram fiber, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the parallelogram, replicating the reported event. The complaint regarding recoverable faults was confirmed by failure analysis. The probable root cause can be attributed to the failing parallelogram.

Event description:
Refer to h11 for follow-up information.